Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation feedback from the field. It was later confirmed that the scope was reprocessed before sending out for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from connecting tube and biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: - IFU states the detection method in operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the duodenovideoscope elevator was not smooth and could not be fully elevated. The guide wire would not completely rise. The device was returned, and during evaluation, the following reportable malfunction was found there was foreign material found adhered to the distal end of the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. Additional issues were identified during the device evaluation: the evaluation found the forceps raising angle did not meet the standard value due to wear of the knob wire, water tightness due to a cut on the connecting tube, damage to the channel tube, and the guide wire not completely rising. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.